Event description:
Patient had vagina mesh placed on (B)(6) 2005. She presented to my office in 2014 with complaint of vaginal bleeding, pain, painful intercourse and mesh extrusion. She required partial excision in the operating room.